Event description:
It was reported that there was image loss for 20 minutes.

Manufacturer narrative:
Alleged failure: it was reported that during a thoracic surgery at approximately the two hour mark the image completely disappeared from all the monitors. The customer attempted to troubleshoot by cycling the power on and off on all of the video cards and then by proceeding to change entire video card. These attempts did not correct the issue and the same error code e-04 kept appearing. The customer finally changed camera heads and at this point the image displayed. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the cable was the root cause of the issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was image loss for 20 minutes.